Manufacturer narrative:
The device was received for evaluation. During evaluation, the device load prompt did not occur when the door was opened. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be that the upper latch switch was faulty. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device load set screen does not appear when door was opened. No additional information is available.